Event description:
It was reported that during a selenia dimensions 3d procedure the c-arm went from 45 degrees to past 90 degrees angulation without a command. A field engineer examined the equipment and determined that the c-arm switch was sticking moving pass detention. The field engineer replaced the switch assembly and the system met the manufacturer´s specifications. No patient or staff injury reported.